Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from japan reports an event as follows: it was reported that on (B)(6) 2022, the patient underwent the open reduction internal fixation with the rfna for the left femoral diaphyseal fracture. During insertion of the ans locking screw, there was a sound of something break. The surgeon removed the screwdriver from the ans locking screw, and the image showed that metal fragment remained in the screw head of the ans locking screw. When the surgeon removed the ans locking screw, it was confirmed that the end of the retention pin had broken off from the threaded part and was stuck in the screw head. Then, a new ans locking screw was inserted. The surgery was completed successfully without any surgical delay. The surgeon thought that this event was a technical error. After drilling, the surgeon could not capture the contralateral bone fragment during the first half of insertion of the ans locking screw, and kept tuning the screwdriver to probe the contralateral bone fragment with the screw tip agitated, and the screw was not inserted. Then, the surgeon was hitting the screwdriver, so that it seemed that it loaded on the connection part of the retention pin and the screw. No further information is available. This report is for a retention pin for screwdriver short / xl25. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the retention pin short xl25 was broken from the distal tip, fragment was not returned. A dimensional inspection for the retention pin short xl25 was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the retention pin short xl25 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot part number: 03.045.004, lot number: 87p2170, manufacturing site: haegendorf, release to warehouse date: 03.03.2021. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D10: date of concomitant therapy is (B)(6) 2022.

Event description:
The surgeon confirmed by x-ray that there were no pieces left in the patient. It was further added that there was a mark in front of the retention pin prohibiting hammering. No warning in the procedure manual.